Event description:
Initial info was received from a consumer on (B)(6)-2010: a female consumer (unspecified age) received her first of three sessions of poly-l-lactic acid (sculptra aesthetic) (lot# unk, expiration date unk) in (B)(6) 2009. She reported that within a few weeks ((B)(6)-2010), hard lumps developed at the injection sites on both sides of her mouth. Her physician stated that it would go away with massage. The lumps have not gone away and, in fact, they are growing larger and are now very visible and very upsetting to the consumer. No further relevant info reported.